Manufacturer narrative:
Should additional information become available, this report will be updated.

Event description:
It was reported that this right ventricular (rv) was an attempted implant due to an unknown product performance issue. A new rv lead was successfully implanted. No patient adverse effects were reported.

Event description:
It was reported that this right ventricular (rv) was an attempted implant due to an unknown product performance issue. A new rv lead was successfully implanted. Additional information from the field indicated the patient's anatomy was tight at the first rib/clavicle junction. The physician had difficulties placing this lead. During the process of positioning the lead, it was noted that this lead was bent and disfigured. It was further noted that the helix would not extend or retract. No patient adverse effects were reported. This device has returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that this right ventricular (rv) was an attempted implant due to an unknown product performance issue. A new rv lead was successfully implanted. Additional information from the field indicated the patient's anatomy was tight at the first rib/clavicle junction. The physician had difficulties placing this lead. During the process of positioning the lead, it was noted that this lead was bent and disfigured. It was further noted that the helix would not extend or retract. No patient adverse effects were reported. This lead was returned for analysis.